Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician implanted a 2 protégé gps stents in the patient¿s legs to treat acute arterial occlusions in the patients common/external iliac artery. The vessel was reported to be slightly tortuous and mildly calcified. Devices were reported to have prepped as per IFU without issue. No resistance was encountered during delivery of the stent to the lesion in the left leg. The vessel was post-dilated. It was reported, post-procedure, that no issue was seen with the implanted stent. The following day, the protégé gps stent implanted was observed to be inverted on angiographic image. A stripe shape lines were observed on the stent and also inversion like condition was seen on the CT image. The physician commented he tended to decide stent size slightly bigger than vessel diameter. The patient has been discharged from the hospital without adverse event reported.